Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA h6 - device evaluation a portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal end of the unit was detached and not returned for evaluation. The extrusion and break point was located approx 3.5 cm proximal to the distal tip of the catheter. The extrusion was badly discolored and the extrusion wall was thinned. The thinning of the wall could be an indication of material degradation. The point of breakage was vey jagged. The condition of this device upon receipt for evaluation indicated the extrusion may have been exposed to a solvent like structure that would precipitate breakage. Therefore, it appears user technique may have contributed to this event. However, without further info we were unable to determine the exact cause for this event.

Event description:
It was reported this catheter was initially placed for apancreatic drainage procedure. Four days post placement it was noted the catheter had broken at the fourth drainage hole. When the proximal end of the catheter was removed approximately three centimeters remained in the patient. Unsuccessful retrieval was attempted utilizing a snare. No further retrieval attempts will be made. The patient's condition is good. Without evaluating the device co cannot determine the cause for this event.